Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that there was a vibrate anomaly on the customer's insulin pump. The mother stated, the insulin pump was vibrating without any alarms present. Customer's blood glucose was unknown. Troubleshooting found the insulin pump passed a vibrate test. Customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.